Manufacturer narrative:
The complaint device was not returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. The device was shipped for evaluation but is currently lost in transit. When the device is received, this complaint will be re-opened for evaluation and updated. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch# for other devices in this complaint: 1221934-2015-10031, 1221934-2015-10032 UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch# for other devices in this complaint: 1221934-2015-10031, 1221934-2015-10032 UDI: (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
During the surgery, the electrode es was sparkling. It was the same with all three electrodes. One of them was broken after 5 min. The surgeon (B)(6) is used with the products. They use vapr 3 and had the generator controlled at the (B)(4) department but they couldn't see any problem. Event date (B)(6) 2015. The following additional information was received via e-mail from the affiliate on (B)(6) 2015: the electrodes sparked inside the patient's joint or failed to function after a short while. The devices were used in cuff surgery, subacromial decompression. None of the electrodes were reprocessed. Another vapr electrode was used to complete the procedure with no delays. The following additional information was received via e-mail from the affiliate on (B)(6) 2015: the doctor provided the following additional information from the doctor and was translated by the rep: "the actual electrodes can behave like sparkling/lightning at the op. When pressing the pedal, it comes as a larger pulse, like a flash, half a second later. It's like the effect has increased, sometimes with muscle contraction. The electrode has stopped working after it has sparkled but it's uncommon with sparkling as I remember it."